Manufacturer narrative:
(B)(4). Batch # r92w13. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the tissue pad was damaged and it fell into the patient. The fallen tissue pad was retrieved with a forceps via a trocar and no pieces were left inside the patient. The blade tip was not broken off. Another device was used to complete the case. There were no adverse consequences to the patient.